Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a mitral and tricuspid valvuloplasty the patient received a 1st degree burn at the electrode pad site on the right thigh, size of lesion approximately 2x4 cm. The patient's treatment was inadine (non-adherent surgical dressing containing the disinfectant pvp-I) and bactigrass (paraffin dressing). The electrode pad was a non-covidien pad.